Manufacturer narrative:
Upon receipt of the inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned components underwent a thorough analysis. Visual inspection of the cylinders, rear tip extenders, pump, and reservoir found no abnormalities. The cylinders, pump, and reservoir passed the leak testing. The cylinders passed the pressure testing as well. The pump did not pass the activation testing that was performed. Based on the information available, the reported observations could not be confirmed.

Event description:
It was reported that the patient underwent surgical intervention to explant the inflatable penile prosthesis (ipp) due to fluid loss from the device. A new tactra was implanted. There were no patient complications reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent surgical intervention to explant the inflatable penile prosthesis (ipp) due to fluid loss from the device. A new tactra was implanted. There were no patient complications reported.